Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported some lines on menu screen are missing. It was also reported the screen icon suggested breakage. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (segments missing). Analysis also found the ring cover and two side bail covers are broken. Battery contacts compressed. One side bail and ring are missing. Keyboard pad is contaminated and has a cosmetic issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.